Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they went to their physician for pain injections. They also met with a manufacturing representative (rep), who adjusted the stimulator to ease their pain. The patient stated that the burning pain at their hip has resolved, but they so still get some pain on the left side of their back, but it is not as bad. The patient weighed (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and chronic low pain. The patient reported that over the past week or two they have noticed pain around their implantable neurostimulator (ins), and sometimes when twisting a certain way, they experience a sharp burning pain that goes from the ins up to the hip and right side back. The patient noted that it feels like a sharp stabbing pain, but not like an electric pulse. They indicated that the issue is getting worse. The patient added that now the pain is more continuous, and sore when they touch around their ins. They also noted that the issue gets worse when they put pressure on the ins, leans to the right, or sits a certain way. The patient turned their stimulation off, but that did not make a difference. They stated that they do not want to make it worse and assumes they should really limit any physical activity right now. The patient reported no falls or trauma that could be related to the issue. They mentioned that they go to physical therapy twice a week and are wondering if they should back off on that until they figure out what is wrong. The patient stated that when they sit a certain way at the edge of their bed to look at their laptop, that¿s the only time they notice worsening irritation and painfulness. They mentioned that maybe one of their stitches pulled loose or something. The patient was redirected to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.